Manufacturer narrative:
(B)(4). Eval, results, conclusion: (endoleak). (Severely angulated aortic neck).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx one month ago. The aortic neck was severely angulated; however, the neck angulation was not appreciated during the implant procedure. It was reported that the bifurcated stent graft was implanted slightly lower than intended and resulted in a proximal type I endoleak (ref MFR. 2953200-2011-00852). An endurant aortic cuff was implanted; however, there type I endoleak was still present. The physician modeled the aortic cuff with a balloon and the endoleak improved however did not completely resolve. There was no further intervention at this time. The physician will monitor the pt in 30 days. No add'l clinical sequelae were reported and the pt is fine.